Manufacturer narrative:
Block b3: exact date unknown, event occurred for several years. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17169197/17354103.

Event description:
It was reported that the patient was experiencing worsening pain and inadequate stimulation. The stimulation also caused tingling in the legs which led patient to feel off balance. The patient underwent an explant procedure. All device components were removed and were kept by the medical facility.